Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during an eviva breast biopsy procedure on (B)(6) 2026, "during post fire, the needle fired backwards. Then twist knob fell off and needle advanced forward into the patient." No patient harm was reported, and the procedure was completed with another device.